Event description:
Event description guidant received information that this implantable lead was surgically abandoned for out-of range impedance measurements. During the same procedure, the ICD was prophylactically explanted due to an advisory/recall notice.